Event description:
A falsely elevated troponin I result was obtained on pt sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The pt was treated with a heparin drip. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a slipping hm wash pump. The customer corrected the malfunction with the aid of a technical solutions center rep. The instrument is performing within specifications. No further eval of the device is required.